Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and it was discovered that the patients right ventricular (rv) lead had dislodged and was intermittently capturing. A lead revision was completed to reposition the rv lead. During the repositioning procedure the physician went to reattach the implantable pulse generator (ipg) and experienced connection problems with the ipg, and was unable to get the device to pace properly. The lead was tested with a pacing system analyzer (psa) and tested normal. Multiple connection/reconnection attempts were made and ultimately an alternative device was implanted without incident. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.